Manufacturer narrative:
The device was returned to (B)(4) for evaluation. Root cause is unable to be determined.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020 due to pullout. During a review of the investigation findings from (B)(4) there was no problem found.